Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination of the returned unit shows no sign of any defects. The returned unit was inflated / deflated three times and no defect noted. The reported defect could not be detected on the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection before use, air was injected into the cuff, but the cuff could not be deflated. It has not been bent for intubation. The stylet was removed, but it could not be deflated. There was no patient involvement.